Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from non-vitros biorad specialty immunoassay qc fluids using a vitros 3600 immunodiagnostic system when compared to the biorad package insert mean for the control fluids. The assignable cause of the higher than expected vitros ipth results is instrument related. An ortho fe performed service and maintenance actions to the instrument, including cleaning the microwell incubator and replacing the shuttle weight, performed adjustments to the well wash system as well as replacing well wash filters and replacing the signal reagent dispense tips and optimized the signal reagent system adjustments. Following service actions, acceptable qc fluid performance was obtained indicating the vitros 3600 immunodiagnostic system was now performing as expected. (B)(4).

Event description:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay qc lot fluids using a vitros 3600 immunodiagnostic system when compared to the biorad package insert mean for the control fluids. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from non-patient fluids and were not reported from the laboratory. The customer stated that no patient samples were processed at the time when qc fluids were out of range and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).